Manufacturer narrative:
No complaint was received with return of the device. Final analysis found external insulation abrasion was noted at 30.0cm to 30.5cm from distal tip consistent with lead friction to another device. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.